Event description:
Litigation alleges pain, discomfort and implant loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/19/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported patient information and that she had two dislocations of the hip, one in 2004 and the second in 2005. The revision surgical report noted instability, significant laxity and tension issue, avulsion of the abductors anterior aspect of the trochanter with a broken stitch, metal on metal debris, small piece of metal filing, and fibrinous scar tissue that was removed from the joint. There was no report of implant loosening. Part/lot updated. The complaint was updated on: dec 8, 2015. Dislocation 2004, dislocation 2005, osteoarthritis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. Ppf alleges metallosis/metal wear. Doi: (B)(6) 2003; dor: (B)(6) 2005; left hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.